Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, device right cylinder leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: one cylinder was received for evaluation. Examination and testing of the returned component revealed a separation in the bladder of the cylinder. Testing revealed this to be a site of leakage. The separation appears to be smooth and straight, indicating contact with sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of the cylinder occurred subsequent to the device packaging being opened. The information received indicated right cylinder leak. Based on the evaluation and due to the brief period in-vivo, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.